Event description:
During primary patient's femoral condyle fractured because of patient's anatomy extending the surgical procedure by more than 15 minutes, no product contribution. The trial stem was left in patient discovered during post op xrays.

Manufacturer narrative:
No product was returned. Review of x-rays provided confirms the presence of the trial stem in the femoral canal. A search of the complaint database did not reveal a trend of trial stems becoming detached from the reamer. An instrument is available to remove the trial from the canal should this happen. The root cause of the trial stem disengaging from the reamer could not be determined. The need for corrective action was not indicated. Should additional information be received, the investigation will be reopened. Depuy considers the investigation closed.